Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort at the pump location. A revision surgery was performed to remove and replace the pump. There were no device issues and no additional patient complications reported.